Manufacturer narrative:
D8: correction. H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's 5fu had been disconnected. They reconnected the tubing and stated that the pump was running without issue. Upon reviewing the site where the pump disconnected, they were instructed to stop the infusion and visit infusion center for further assessment. The tubing was assessed and looked to be intact. Pump was restarted. After about 5 minutes of 5fu infusing, they noticed small leakage at the site where the tubing was disconnected. New pump prepared for the remainder of the 5fu. The event occurred while in use with the patient at the patient's home. There was no reported patient harm.